Event description:
The facility representative reported a flo-gard infusion pump that does not start (maquina no prende). This condition occurred before delivery in the pharmacy area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not start was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a loose front panel ribbon cable onto the flexi connector cn601. The cable was reconnected and adhesive tape applied to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.